Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, though there was no adverse impact on their blood glucose levels. Technical support confirmed consecutive cartridge alarms but none previously reported with this specific pump serial number. In response, they decided to replace the pump, as it was still under warranty. The customer did not have backup insulin supplies but planned to obtain them by contacting a healthcare provider. Technical support provided instructions for returning the malfunctioning pump and advised on setting up the replacement, which included updated software. They ensured the customer understood how to store, return the pump, and program the replacement with their settings.